Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water channel. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was evaluated and in addition to the reported in b5, the device evaluation found the following: the light cover glass was chipped, the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the control body colored ring was worn, the image condition failed, the angle down was not to specification, the angulation had play, the insertion tube had mechanical damage, the switch head was leaking, and the scope connector had fluid ingress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. Based on the results of the investigation, the event, ¿the a/w channel was cloudy¿, was confirmed. The foreign material was found to be a simethicone type product but could not be specified. The root cause of the remaining foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from upper part of the switch. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.